Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The customer reported the device was difficult to open. The reported condition was confirmed. The investigation found the knife blade was stuck on eschar buildup, which prevented the jaw from opening. The knife trigger was pressed to release the knife blade from the eschar build up. The jaws were able to open and close properly once the knife blade was retracted to its home position. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the middle of a laparoscopic hernia procedure, when the surgeon tried to seal some fat tissue and small 7 mm. Vessels, the jaws could not completely open. The surgeon used another forceps instrument to open the jaw and after that he no longer used it for the procedure. The knife blade extended, but not protrude beyond the edge of the jaws. There was no patient injury. There was no further information available.